Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window, broken belt clip slot, bleeding lcd glass and missing end cap sticker noted.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. The blood glucose reading was 240mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the device was dropped, and she pushed on the drive support cap, it made a pop. No further information was provided.